Event description:
On 3/9, at 09:30 pt is 1 1/2 hr into a hemodialysis session and complains of nausea. Bp 113/66, hr90. 09:40 pt is briefly unresponsive (3-5 sec) 200 cc pss bp 127/68 complains of chest pain, sob. 10:15 arrest noted, dialysis d/c'd. Chest pains continued to unresponsive. The pt became apneic and a code call was placed. The pt was accidentally given calcium free dialysate (2.5 meqil was ordered). Samples of ca gluconate were given and symptoms resolved. "Look alike" labeling contributed to event.